Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/31/2020. Additional device code: 1069 - break. A manufacturing record evaluation was performed for the finished device pgz197 number, and no non-conformances were identified. Additional h3 device evaluation summary: a dispensed needle-suture of product code sxpp1a445, lot pgz197 was received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and one side of the fixation tab was broken. Also, body fluids on the barbs and fixation tab were noted found. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿the fixation tab was on only one side of the suture and would not lock down and hold in place¿.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total abdominal hysterectomy procedure on (B)(6) 2019 and barbed suture was used. The fixation tab was on only one side of the suture and would not lock down and hold in place. A different suture was used to complete the procedure. There were no patient consequences reported.